Event description:
The patient was worried that the pump was slowing down because she was not lasting a whole month like she usually did after a refill and was not feeling normal to herself. There were 24 months before the elective replacement indicator (eri) was to occur. The patient was not sure the pump would last that long. The reason for the patient¿s concern was that she would get sick about 1-2 weeks prior to the next refill; she would get nauseous, have headaches, and her mental state would change. The patient was not sure if it was normal or ¿all in her head¿. This started about a month ago and the patient was concerned that the pump was not delivering as much medication as she needed; her previous symptoms were not as bad before refill as they had become currently. Her lioresal dose was at 257 but ¿when she would get below 10 she felt really sick¿. There had been no changes to the dose and concentration since the problems started and the patient was very sensitive to changing levels; if she went up or down she felt sick. The healthcare provider had told the patient that everything looked good at refill. The patient was still having concerns with the device or therapy but was working with the doctor or company representative with an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).